Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported their gums appear to be receding. They saw their dds and were told to cease treatment immediately due to gum recession and their bite is misaligned.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.